Manufacturer narrative:
A ge service representative performed an onsite investigation. The image processing computer software was checked and the graphics card was repaired. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system's monitor would vibrate and the system required a reboot. No patient injury was reported.